Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were in tact. Device was cracked on right plunger case. Error history log review found force sensor bgnd test. Power up, check and test of force sensor was performed. Force sensor bgnd test was found at power up and it was not possible to calibrate the force sensor. Force sensor did not operate as intended. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 4 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced force sensor also replaced plunger cable for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that force sensor bridge test failure occurred. No patient injury was reported.